Manufacturer narrative:
This MDR submitted (B)(4) 2010, (B)(4). Method, results and conclusions: manufacturer/evaluation/investigation currently in process. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reported unexpected clotting within the extracorporeal membrane oxygenator (ECMO) system during intensive care unit procedure following heparin administration to a pt being treated for "organic phosphate" intoxication. Both the instrument and test tubes were assessed and the liquid quality control of the system passed. After the procedure, repeat activated clotting time testing used a different type test ((B)(4)) results fit the anticoagulant therapy. Act results: (dates/times not reported) - 200 seconds the first 8 days, blood clots noted during ECMO procedure, 130 seconds 130 seconds with (B)(4), 130 seconds with hepcon machine. Hemodynamic imbalance was reported as unk.